Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e200 generator, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. Concomitant products: e-200 generator (part number: 374897-41).

Event description:
It was reported that after an unspecified da vinci-assisted procedure, a vessel with a diameter of 1.5¿2.0mm was coagulated and transected using the vessel sealer extend (vse) instrument, powered by the e200 generator. Although the procedure was completed as planned, several hours postoperatively the patient experienced a hemorrhage requiring emergent reoperation. The surgeon reported that the vessel, initially sealed with the vse instrument, subsequently dehisced, resulting in postoperative bleeding. The surgeon attributed this event to differences in the vse instrument's performance with the e200 generator, specifically noting a significantly shorter bipolar activation time. As a result, the surgeon found the vessel seals to be unreliable, requiring three activations of the vse instrument per coagulation task instead of the usual single activation. This adjustment has led to a slower operative pace and an extended procedural duration. The following information remains unknown: whether any audible tones were heard during the vse instrument sealing events, which vessel was involved, whether any bleeding occurred, and whether any medical interventions were performed as a result of these events. Additional information has been requested; however, no response has been received.